Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose. Customer¿s blood glucose value was 32 mg/dl. Customer treated with candies for low blood glucose. The customer did not allege that the insulin pump was over delivering. The customer declined troubleshooting for low blood glucose value. The product will not return for the analysis.